Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer observed instances of pacing on the t-wave with the external pulse generator (epg). The epg passed all incoming tests. Analysis noted that the lower case was broken and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were observed instances of pacing on the t-wave with the external pulse generator (epg). The user believes that the issue was caused by either inappropriate sensitivity settings or unknowingly leaving the epg in asynchronous mode. The users were educated regarding the issues but requested analysis of the epg. The epg was returned for service. No patient complications have been reported as a result of this event.